Event description:
It was reported that prior to insertion, some of the balloons ruptured. There were some balloons, while inserted in the pt, that ruptured. The exact number that ruptured before and while inserted is unk. A size 6f introducer was used. The reported lot numbers are as follows: 58436341, 58519970, 58429630 (at least 2), 58460980. There was approx 5 catheters used on one pt that malfunctioned. A permanent pacing catheter was placed in the pt. No pt complications were reported.

Manufacturer narrative:
Additional lot numbers: 58519970, 58429630 (at least 2), 58460980. Additional expiration dates: 58519970 - 04/01/2009; 58429630 - 10/01/2009; 58460980 - 12/01/2009. (B)(4): lot #58519970 15 months, lot #58429630 9 months, and lot #58460980 7 months. Device not returned. Additional device manufacture dates: 58519970 - 04/21/2007; 58429630 - 10/05/2007; 58460980 - 12/12/2007.